Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that after stent implantation, the guide wire was noted to be jailed by the stent. The entrapment of the guide wire was likely due to guide wire placement during the procedure, resulting in the reported difficulty during removal. Additionally, it was reported that when attempting to remove a separated guide wire with a snare, interaction with the stent resulted in the stent being removed with the wire (device damaged by another device). There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left anterior descending artery into the diagonal. The .014 whisper guide wire was placed followed by the deployment of the 4.0x23mm xience skypoint stent. When attempting to remove the guide wire it was noted to be jailed by the stent. When snaring out the guide wire the stent was came along with it. Therefore, a new unspecified stent was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.